Event description:
It was reported that a ¿call your doctor¿ icon was seen along with a 376 antenna test-temp failure error code. The patient was not going to have the antenna replaced as the patient was likely to get a new system. A communication problem was reported. An implantable neurostimulator (ins) overdischarge was suspected. The last successful recharge session was over 12 months prior to this report. The battery had not been charged in a year. Due to the age of the ins, a jump start was not going to occur. It was thought that the ins would not hold a charge long enough to be worth it for the patient. Follow-up determined that the battery was just going to be replaced because it was so old. Further follow-up was performed to determine if a replacement had been scheduled, how the patient was doing, and if they were receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37791, serial # unknown, product type recharger; product ID 37791, serial # unknown, product type recharger. (B)(4).